Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a total laparoscopic hysterectomy (tlh) therapeutic procedure, the powerseal 5mm exhibited fault seal. The procedure was completed using an olympus back-up device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure (seal fault) was not confirmed. However, another failure (connection failure) was noticed during investigation. According to the investigation, sealing function of the product could not be tested but the device failed the functional test. The root cause could not be identified. According to the investigation, while testing with the esg-400 and usg-400 the device would not connect to the tower giving error code e486. Customer complaint " seal fault repeated" was not duplicated due to preexisting error code e486. However, no physical damage was found on the product plugs or cables. The investigation reported that the event was caused by an electronic communication problem between the product and the generator. . Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.